Manufacturer narrative:
Investigation: one used trima set was received for investigation. Initial observations noted blood throughout the set including blood in the right-hand side of the cassette. The reservoir was full and the product bags were not returned. Visual inspection noted the mini pinch clamps were assembled correctly and in the closed position. Fluid was noted in the pas line. No clumping or clotting was observed and fluid was able to flow freely throughout the cassette. Witness marks on the lower hex, upper and lower bearings indicated they had been loaded optimally. The set was further inspected for any kinks, missing parts or misassemblies and none were found. Investigation is in process; a follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. Donor unit #: (6); there was not a transfusion recipient or patient involved at the time of the residual wbc testing; therefore, no patient information is reasonably known at the time of the event. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.

Manufacturer narrative:
This report is being filed to provide additional information in b.5, d.4, h.6 and h.11. Investigation: one used trima set was received for investigation. Initial observations noted blood throughout the set including blood in the right hand side of the cassette. The reservoir was full and the product bags were not returned. Visual inspection noted the mini pinch clamps were assembled correctly and in the closed position. Fluid was noted in the pas line. No clumping or clotting was observed and fluid was able to flow freely throughout the cassette. Witness marks on the lower hex, upper and lower bearings indicated they had been loaded optimally. The set was further inspected for any kinks, missing parts or misassemblies and none were found. The customer reported that during apheresis collection, red blood cells were passing into the platelet line while priming with intersol. The clamps were tightly closed, but no alarm was triggered. The device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. The run data file (rdf) was analyzed for this event. Signals from the rbc detector showed the presence of rbcs at the rbc detector during the pas addition process. During the pas addition phase the device baselines the rbc sensor reading prior entering the platelet additive solution addition phase. When this baseline value of the green signal is below the threshold value, the device raises a ¿channel clamp error¿ alert, however, in this procedure, the green signal value remained above the threshold value. Possible causes for this failure include, but are not limited to: - platelet and/or plasma channel line clamps may not have been fully occluding the channel lines - inadequate pas fluid connection, causing any rbc contents within the cassette to enter the platelet product bags - incorrectly primed filter on the pas line - pas bag frangible not broken correctly or reseated - yellow clamp on the pas line not opened fully root cause: a root cause assessment was performed for this complaint. Signals from the rbc detector showed the presence of rbcs at the rbc detector during the pas addition process. During the pas addition phase the device baselines the rbc sensor reading prior entering the platelet additive solution addition phase. When this baseline value of the green signal is below the threshold value, the device raises a ¿channel clamp error¿ alert, however, in this procedure, the green signal value remained above the threshold value. Possible causes for this failure include, but are not limited to: platelet and/or plasma channel line clamps may not have been fully occluding the channel lines inadequate pas fluid connection, causing any rbc contents within the cassette to enter the platelet product bags incorrectly primed filter on the pas line pas bag frangible not broken correctly or reseated yellow clamp on the pas line not opened fully.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. Donor unit #: (B)(6). The rwbc count was not provided by the customer. There was not a transfusion recipient or patient involved at the time of the residual wbc testing; therefore, no patient information is reasonably known at the time of the event. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.

Manufacturer narrative:
This report is being filed to provide additional information in b6, h6 and h11. Investigation: one used trima set was received for investigation. Initial observations noted blood throughout the set including blood in the right-hand side of the cassette. The reservoir was full and the product bags were not returned. Visual inspection noted the mini pinch clamps were assembled correctly and in the closed position. Fluid was noted in the pas line. No clumping or clotting was observed and fluid was able to flow freely throughout the cassette. Witness marks on the lower hex, upper and lower bearings indicated they had been loaded optimally. The set was further inspected for any kinks, missing parts or misassemblies and none were found. The device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. The run data file (rdf) was analyzed for this event. Signals from the rbc detector showed the presence of rbcs at the rbc detector during the pas addition process. During the pas addition phase the device baselines the rbc sensor reading prior entering the platelet additive solution addition phase. When this baseline value of the green signal is below the threshold value, the device raises a 'channel clamp error' alert, however, in this procedure, the green signal value remained above the threshold value. Possible causes for this failure include, but are not limited to: platelet and/or plasma channel line clamps may not have been fully occluding the channel lines; inadequate pas fluid connection, causing any rbc contents within the cassette to enter the platelet product bags; incorrectly primed filter on the pas line; pas bag frangible not broken correctly or reseated; yellow clamp on the pas line not opened fully investigation is in process, a follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. Donor unit #: (B)(4). There was not a transfusion recipient or patient involved at the time of the residual wbc testing; therefore, no patient information is reasonably known at the time of the event. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.